Manufacturer narrative:
This follow-up report is being filled to relay additional information. Upon reassessment of the reported event, it was determined that this event is a duplicate report of 0002648920-2019-00282. This event is not reportable.

Event description:
Upon reassessment of the reported event, it was determined that this event is a duplicate report of 0002648920-2019-00282. This event is not reportable.

Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen femoral component catalog # 00588001301 lot # 61202621. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565 - 2019 - 01612.

Event description:
It was reported that the device fractured. Attempt for further information has been made, but no further information has been provided.